Event description:
Pump was beeping with "channel error." After trouble shooting, pump was opened and immediately the fluids started leaking out. It was then noticed that there was a breach in the tubing. Tubing was broken. The central line of the patient was clamped and the leaking tubing was clamped as well. The patient's line was then flushed and the tubing was taken down.